Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed on lot # 1132278 and this is the 1st related complaint for (needle clog or difficult or unable to operate) on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ micro pen needles were unable to deliver insulin or medication and difficult to operate. The following information was provided by the initial reporter : the consumer reported needle clog during injection and stated that the pen will not depress. Date of event : unknown. Samples : discarded.